Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This lv lead was explanted and was returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated that the physician will wait for the lv lead to settle down and will recheck it soon. There was no scheduled lead revision as of the moment. The lv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.